Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j10893r15, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 23-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine at 3.3 mg/day via an implanted pump. The concentration of the morphine was asked but unknown. The indication for pump use was non-malignant pain. It was initially reported that the patient didn¿t feel like he was getting his meds in (B)(6) 2019, so the pump was interrogated on (B)(6) 2019. The company representative was not with the patient or the hcp at the time of the call; however, he had been sent a screenshot of what they saw after initial interrogation of the pump using the clinician tablet. They were seeing service code 117. It was reviewed that the code meant that the alarm duration was now changed from 3 seconds to 5 seconds. It was further reviewed that this was a normal screen to see the first time a pump is interrogated with the new clinician tablet as the alarm duration does change from 3 seconds to 5 seconds intentionally. The company representative had no other information to provide and did not think the pump logs had been checked yet. Additional information was received on (B)(6) 2019 from the healthcare professional (hcp) via another company representative who reported that the pump was currently delivering morphine (5 mg/ml at 0.3 mg/day). It was reported that the patient had been experiencing withdrawal symptoms (nausea and diarrhea) for the past 2 months and a dye study was scheduled. When they attempted to do the dye study today ((B)(6) 2019), they could not aspirate the catheter via the cap ( catheter access port); ¿the catheter tip is down at l1¿. It was also noted that the patient had lost a significant amount of weight and the pump was mobile in the pocket. The patient would be scheduled for a catheter revision, but the date for the procedure was not yet known. No further complications were reported/anticipated.